Event description:
On (B)(6) 2015, a wayne pneumothorax tube was placed at 8 cm inside the pt. On (B)(6) 2015 the device was noted to be out of pleural space via CT scan (1820334-2015-00454) and a new thal-quick chest tube was placed. On (B)(6) 2015, it was noted the thal-quick was out of place via CT scan (1820334-2015-00470) and a multipurpose drainage catheter was placed. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, manufacturing instructions, drawing, and instructions for use (IFU) of the product was conducted. No product was returned to assist in the investigation. Quality control personnel ensure the integrity of this device throughout the manufacturing process. The device is shipped with an instructions for use; which gives device description, precautions and instructions for placement and use of the device. Based on the information provided and the results of the investigation, a definitive root cause could not be determined. It was possible to suggest that at initial placement the catheter was not placed at the appropriate depth for the pig tail to form correctly leading to the catheter being out of the pleural space. Also, it was possible to suggest that based on initial comments from the customer that the patient's anatomy may have contributed to the difficulty in keeping the catheter at the location it was originally placed. We will continue to monitor for similar complaints. Per the health risk assessment (hra) no further action is required.

Event description:
On (B)(6) 2015, a wayne pneumothorax tube was placed at 8cm within the patient. On (B)(6) 2015, via CT scan, it was determined that the device was out of pleural space (1820334-2015-00454). A new thal-quick chest tube was placed. On (B)(6) 2015, via CT scan, it was noted, once again that the thal-quick was out of place (1820334-2015-00470) and a multipurpose drainage catheter was placed. Per information provided by the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.